Event description:
It was reported that the patient experienced return of symptoms. The patient began to hear a critical pump alarm approximately 2 weeks prior to the report. The patient was not hearing the alarm every 10 minutes. The patient had the pump interrogated on (B)(6) 2014 and the doctor stated that the pump was not alarming. The patient stated that he did not believe something else was alarming in the house and that he had checked everything that would be audible. The patient was to have a dye study performed on (B)(6) 2014. The patient experienced increased spasticity that began 2 weeks prior to the report and came on gradually. The baclofen dose was increased by 20% on (B)(6) 2014. The device system delivered compounded baclofen. It was later reported that that patient heard the critical alarm demo and was certain that was the alarm he heard. The doctor had not yet read the patient¿s logs and they were hoping to schedule the catheter access port (cap) study for (B)(6) 2014 or early the following week. They were awaiting authorization for the study. The logs were to be read and troubleshooting was to be performed at that time. It was reported the following day that the dye study was scheduled for 9am on (B)(6) 2014. The pump was interrogated on the day of the report and no events were in the logs. The patient symptoms were ¿on and off¿. Following the dose increase, the patient felt better for 3-4 days and then went back to having problems. It was stated that the pump was for sure to be replaced and possibly the catheter. Volume discrepancies had not been checked but as of the refill ¿a few weeks ago¿ there were no discrepancies. It was noted that the patient was an ¿exercise nut¿ and the patient would run his wheelchair all over town and had fallen but nothing sudden had caused the symptom changes. The patient was also taking oral baclofen. The patient stated it ¿hardly does a thing¿. It was reported the following day that the dye study was completed and the flow back was great along with dye getting to the intrathecal space. Some of the cerebrospinal fluid (csf) they drew back had a yellow tinge to it, so they were going to send it to be tested for possible meningitis; however, the meningitis was not yet confirmed. They were also going to check the patient for a urinary tract infection (uti) with a urine analysis (ua). The patient¿s blood pressure was ¿up a little¿ and his belly was contracting some and legs as well when the reporter was reading the pump. Pump logs received showed that the pump was last examined on (B)(6) 2014. There were no abnormal events on the event logs. Per the pump logs, the pump delivered lioresal. Estimated elective replacement indicator (eri) was 45 months and the low reservoir alarm date was (B)(6) 2014. It was later reported that the patient had taken a recording of the pump alarm. The patient thought the sound was very high pitched most of the time and it might get lost in the everyday ambient noise unless he focused on it and isolated himself. The patient spasms had gotten worse and he would get a half hour of spasms every 3 or 4 hours. The patient stated that he could not sleep and had not slept in days due to the withdrawal. The patient indicated that he may have lab work done the day following the report; however, this was not confirmed. It was later reported that the patient had a neighbor go through his bedroom and the neighbor found an old pump packed in a box. It was confirmed that this old pump was the alarming device. The patient acknowledged that his current pump was not alarming. It was reported the following day that the patient was seen by the doctor on (B)(6) 2014 and the patient¿s spasticity had resolved. The patient was using ¿nene standups machine¿. The patient had pulled something causing spasms. All issues were resolved. It was later reported that the patient again experienced increased spasticity. A revision was still likely but no date was set. The reporter stated that they may replace both the pump and catheter. A catheter issue was suspected but it was likely to replace the entire system since a revision was to be done. The issues began approximately 6 weeks after the pump was filled with compounded baclofen. The reporter stated that prior to this refill the patient was on commercially available baclofen. The reporter was to suggest trying to fill the pump with branded baclofen just to see if that would make any difference. Oral medications were not helping the patient. The patient would like to get the issue resolved right away. The patient was somewhat depressed about the symptom change as he did have successful therapy for a long time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type; catheter. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: neu_unknown_pump, product type: pump. (B)(4).